Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to infection and right heart failure during hospital admission.

Manufacturer narrative:
This event was determined to be supplemental to MFR. Report # (B)(4).